Event description:
"The head section frame hinge flange broke off preventing it from being able to connect to the foot section."

Manufacturer narrative:
It was reported that the "the head section frame hinge flange broke off preventing it from being able to connect to the foot section". The patient was found on the floor and was admitted to the hospital. It is not clear if the hospital admission is related to an issue with the device. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated sections g3, g6, h2, h6.